Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation could not be confirmed. A minor scratch was found on the top cover, minor corrosion was on the rear panel and a scratch was on the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image on the video system automatically went out and came back on the screen again during a therapeutic laparoscopic cholecystectomy. There were no reports of patient harm associated with this event.

Event description:
There was no reported delay in the intended procedure. The procedure was completed with the same device. The failure was observed to have occurred at the beginning and in the middle of the procedure. Although other devices were used with the subject device, the only other device that was provided was an olympus device. All other devices being used at the time were non -olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer, refer to b5 and d10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon may have occurred due to a faulty power unit. A definitive cause could not be determined. Olympus will continue to monitor field performance for this device.